Event description:
Agitated patient disconnected himself from ventilator despite being well restrained. Adapter came out of et tube and remained stuck in ventilator tubing which was pulled apart by patient.